Event description:
The customer reported a ventilator had a defective front bezel. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer further reported that the ventilator had a defective front bezel that was occurring repeatedly. A setting change screen was not entered when the failure occurred and the touchscreen did not allow the user to change the value, accept, or cancel.

Manufacturer narrative:
The remote service engineer provided a repair quote to customer. No information was received after multiple attempts were made to retrieve device repair and operational status. It is unknown if any parts or repairs have been conducted. The root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer.